Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 452 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.